Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02358, 0001825034-2020-02360, 0001825034-2020-02361. Concomitant medical products: part#: 814509180, lot#: 661770. Part#: 814510115, lot#: vk1121315c. Part#: 814501105, lot#: th1211305c. Part#: 903003004, lot#: unk. Part#: 211201505, lot#: unk. Part#: 211201405, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is not available to be returned per hospital policy . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the initial surgery was approximately two (2) months ago. At the three (3) week check-up, surgeon was satisfied with follow up films. Approximately one (1) month post-implantation, obese patient fell and apparently "hobbled" on it for five (5) days before being removed. All implants were intact. Surgeon implanted a total hip because the lag screw penetrated through the femoral head (ie. Cut out).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. It was reported the lag screw penetrated through the femoral head and all other implants remained intact. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.